Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings: the pump was returned with visible moisture behind the display lens. A review of the black box indicated rebooting had occurred. There was no damage found to the battery cap or battery compartment. The pump powered on appropriately to the verify screen with functional auditory and vibratory features. The pump was exercised for 24 hours with no power issues or alarms occurring. Leak testing revealed a crack between the upper right corner of the display lens and the case seal. The pump cover was removed, and evidence of internal moisture was observed inside the pump. The original complaint of power loss could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.